Event description:
It was reported that (1) ax55b was used during an sigmoid colectomy procedure. It was reported by the rep that the circulator nurse told the rep that the distal end of the sigmoid was being transected and the stapler was fired. When the surgeon inserted the ils, the staple line fell apart. Another ax55b was pulled and fired. The anastomosis was air tested and bubbles were seen. The surgeon ended the case with a temporary illeostomy. There was no consequence to pt.